Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 300-457 mg/dl. During troubleshooting with tandem customer technical support (cts), air bubbles were found in the tubing. Cts assisted with removing the air from the tubing. A bolus via the pump was delivered to address the bg level. The customer also stated that he is new to using the pump and the pump settings were still being adjusted.